Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 3 of 4 of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a tiny hole in the supply line of the homechoice cassette that led to the alarm. Renal therapy advised the patient to drain manually and contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: during follow up, it was clarified that there was a tiny hole in the supply bag that led to the alarm (previously submitted as tiny hole in the supply line of the homechoice cassette that led to the alarm). Based on additional information received, the homechoice cassette was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information was received that, during the call hp stated there was a tiny hole was observed in the supply bag. Hp was referred the solution bag connected to the supply line.there was no report of patient injury or medical intervention associated with this event. No additional information is available.